Event description:
It was claimed by a customer that the patient fell while trying to grab the safety side. The nurse was cleaning the patient and when she rolled the patient to the other side, the patient rolled off the bed. Allegedly the safety side was not working as correctly and it fell when the patient was trying to reach it. The patient coded and expired within minutes from the incident. The arjo field service engineer inspected the device on-site and found no issue with the bed. All safety side were functioning as intended. It was found only the footboard missing.

Manufacturer narrative:
The investigation is ongoing.